Manufacturer narrative:
Please note the device is no longer available for return as mentioned in the initial MDR; therefore, the MDR was updated accordingly. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2017-00907. The hospital did not return the device.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2017-00907.

Event description:
The patient was undergoing a coil embolization procedure in the right posterior communicating artery (pcom) using penumbra smart coils (smart coils). During the procedure, the physician was unable to insert two smart coils into the unknown microcatheter. Therefore, the introducer sheaths containing both smart coils were removed and the procedure was completed using sixteen other smart coils and three non-penumbra coils. There was no report of an adverse effect to the patient.